Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the cuff on a 4.5mm tracheostomy tube was "faulty". And would not inflate. Therefore, it could not be used. No patient injury or clinical affects was reported.

Event description:
Additional information received via email. Customer reported that the fault was discovered prior to patient use and there was no patient harm. No medical intervention was required. The event was resolved by using a different tracheostomy tube that did not have the fault. Relevant history: smard, tracheostomy ventilator dependent. Date of incident (B)(6)2023 at the patient's home.

Manufacturer narrative:
Other, other text: additional information is provided in b.7. H.2., and h.6. The product was not returned for evaluation. One photo of the sample was added for investigation. According to what is observed in the photo, it is not possible to identify the reported condition because the photo only shows the product information. As a result, product evaluation and problem confirmation cannot be performed. No corrective actions are required since the complaint was not confirmed. If the sample is returned, the investigation will be reopened to complement the analysis of the affected device. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(6).